Event description:
During baxter's functionality testing, a spectrum pump did not detect an upstream occlusion. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The symptom of undetected upstream occlusion could not be confirmed or reproduced. The pump passed upstream occlusion tests per baxter's service procedure as well as the preventative maintenance upstream occlusion test.